Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on the first firing on the pylorus of the stomach, the reload was able to open and close but not able to fire the instrument, they pressed the green button but could not fire the handle. They removed the reload and changed it to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.